Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified. Item ref # and lot # reported and identified have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified (B)(6).

Event description:
Customer reported that the issue was with the shifeng product supplied in the kit, indicating that the safety doesn't always latch right away. It takes more pressure to get the safety to engage. Customer provided MFR# n-2510 and lot # 210307 as additional product identification information.